Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. Pump error confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.